Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was unknown, since the customer's mother was not with the customer at the time. The customer's mother stated that this issue had occurred the year prior. She observed that there were weird things occurring on the display. Advised that the issue may be due to moisture exposure, such as heat or humidity. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.